Event description:
Reportedly, the instrument's jaws locked on the colon tissue and had to be resected to release the instrument from the tissue to complete the case without incident. Procedure: unk. Pt status: no pt injury reported.